Event description:
Spontaneous report. Pt reports device is not working, she tried to use the whisperject autoinjector but the injector button won't work. She did not miss a dose. Unknown if product on hand for return, no adverse event reported. No other information known. Reported to (B)(6) by: patient/caregiver.